Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the emergency room with palpitations. A review was performed and both the left ventricular (lv) lead and right ventricular (rv) lead exhibited sensing and impedance changes, and there was pacemaker mediated tachycardia (pmt) episodes. Further evaluation was performed and loss of capture was observed on both leads. A chest x-ray also showed that both leads were dislodged. Reprogramming was performed until a revision could occur. The rv lead was then successfully repositioned, and the lv lead was explanted and replaced as the physician wanted to use another lv branch. The patient is not dependent and there were no additional adverse patient effects reported.

Event description:
It was reported that analysis of this lead was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.